Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 1 day of wear and the customer (a child) was unable to obtain readings and monitor glucose levels. Customer did not experiencing symptoms but was treated with oral glucose gel administered by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 1 day of wear and the customer (a child) was unable to obtain readings and monitor glucose levels. Customer did not experiencing symptoms but was treated with oral glucose gel administered by caregiver. There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 1 day of wear and the customer (a child) was unable to obtain readings and monitor glucose levels. Customer did not experiencing symptoms but was treated with oral glucose gel administered by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive has not been returned. No further investigation can be conducted for this particular complaint due to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h11 (addtl mfg narrative) has been updated for additional investigation. All pertinent information available to abbott diabetes care has been submitted.